Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead placement there was concern about blood in the lead. The lv lead was removed. A new lv lead was then implanted and remains in use. No patient complications have been reported as a result of this event.